Manufacturer narrative:
Gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however an error was found in the logs that would indicate this failure occurred. The gas inlet valve was replaced and the unit was returned to service.

Event description:
The hospital reported the bellow would not inflate; loss of mechanical ventilation. There was no report of patient involvement.